Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.1 x 3.5 cm in diameter left common iliac artery aneurysm. The proximal neck was 20-21 mm in diameter and approximately 40 mm in length. The left common iliac artery was 24-29-41 mm in diameter and the right common iliac artery was 17-23-25-21-19 mm in diameter. The right femoral artery measured 6 mm in diameter and the left femoral artery measured 7.5 mm in diameter. The left and right iliac arteries were moderately tortuous. During the index procedure the tapered graft was placed in the proximal external iliac to exclude the aneurysm. The physician pta ballooned this segment and also did extensive patch repair of left femoral artery. The left internal iliac artery was already occluded prior to the procedure. It was reported that 14 days post implant, the patient returned to ER complaining of left leg claudication and coolness of the left leg. Cta revealed that the left limb of the stent graft is occluded with thrombus which physician believes is due to poor outflow in left external iliac artery or left femoral artery. An intervention was performed. The physician cut down the left femoral groin and, used a 7f sheath and hand injection which revealed a kink/narrowing in the left external iliac artery distal to the graft limb. The physician stated that this caused the outflow issues and there were no issues at all with the stent graft. The physician used a forgarty balloon and revealed little to no clot on this side. The physician then angioplastied the left external iliac and distal aspect of the graft limb. The physician ballooned at the level of flow divider on left side with a balloon. A another manufacturer¿s stent was implanted in the distal aspect of the stent graft through the external iliac to the proximal left femoral artery. The physician noted good result and bounding pulses. Repaired femoral artery with bovine patch and reported good result of intervention. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned cta's pre-implant revealed no aaa; the abdominal aortic neck diameter below the renals was 22mm, 23mm at its mid-length, and 24mm at the distal aorta. The aorta was ringed with calcification. The left common iliac was aneurysmal to 3.5cm diameter, and the right common iliac measured 2.4cm maximum. Both iliacs were extremely calcified. Near the iliac bifurcation the origin of the external iliac was severely angulated and calcified, and the left internal iliac was calcified/occluded. The limbs vessels were also very calcified bilaterally. Images post stent graft implant were not provided. It is likely that the severely diseased iliac anatomy contributed to the poor distal runoff and stent graft thrombus.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results and conclusion: (occlusion). (Anatomy related; stent graft thrombus due to poor distal runoff from the small and tortuous left external iliac artery). (Treating a iliac aneurysm).